Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection confirmed the clinical observation. Approx. 20 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the analysis revealed a rubbed through insulation and a fracture of the outer coil. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to an insulation breach that resulted in muscle stimulation near the pocket. The explant and event dates provided do not make sense so they were left off of this report.